Event description:
It was reported that (1) al326 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the al326 misfired and wouldn't release clip on tissue. The clips would hang up in applier. The case was finished with another al326. There was no consequence to the pt.